Event description:
It was reported that the patient was not able to adjust stimulation. Technical assistance reviewed clearing por (power on reset) condition with patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had a power on reset (por) condition and that the error code was unknown. It was noted that the por had been cleared. The patient recharged their device multiple times between (B)(6) 2012 and (B)(6) 2012, the last being 2 weeks ago. It was noted that the patient had "hand surgery and an endoscopy" in (B)(6) 2012 and a colonoscopy that was performed in (B)(6) 2012. It was further noted that the patient allowed the internal neurostimulator (ins) battery to "go empty longer than normal prior to (B)(6) 2012". The patient stated that her "por was fixed over the phone", and she did not need to go to the clinic. The patient outcome was not provided.

Manufacturer narrative:
Lead: model # 377875, lot # v007028, implanted: (B)(6) 2009, explanted: unknown; lead model # 377875, lot # v007028, implanted: (B)(6) 2009, explanted: unknown; programmer: model # 37743, lot # nke125198n; recharger model # 37752, lot # nka124077n. (B)(4).